Event description:
Owen mumford inc was contacted on (B)(6) 2011 stating that when using unifine pentips for an injection, the needle broke off in her stomach and that she had to remove it with tweezers. She did not seek any medical advice or intervention. User stated that she only used the pentip once and threw this away.

Manufacturer narrative:
A f/u call was made to the user on (B)(6) 2011 as no product had been returned for investigation, the user said she would return product. Another f/u call was made to the user on (B)(6) 2011 as the product has still not been received to date. The user informed us that the product had been mailed back the day before ((B)(6) 2011). The returned product will be evaluated on receipt.